Event description:
A customer observed a repeatable positively biased troponin I result for a pt sample tested on the vitros eci analyzer. The result did not agree with alternate method testing done on the same sample. Quality control results were within acceptable ranges. The lab did not report the biased vitros result and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the issue was related to only one pt sample. The operator was unable to determine the fluid type (serum or plasma) of the sample. The customer stated that at times, serum samples are tested with this assay. Serum is identified as containing potential interferents in the instructions for use and not a recommended fluid type. The repeatability of the results is consistent with an unk interferent; however, the root cause of this event was not identified.